Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery. This event was previously reported. See MFR. Report # 2124215-2020-14651.

Event description:
It was reported that this right atrial (ra) lead was explanted due to placement difficulty and dislodgement. A surgical procedure was done to reposition the lead but the physician could not advance the stylet. No additional adverse patient effects were reported. This event was previously reported. See MFR. Report # 2124215-2020-14651.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to placement difficulty and dislodgement. A surgical procedure was done to reposition the lead but the physician could not advance the stylet. No additional adverse patient effects were reported.